Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.the additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device after an interventional procedure. Reportedly, a cuff miss [suture retreival issue] occurred. Another three (3) more prostyles were used but the same issue occurred. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.